Event description:
It was reported that the patient presented to the emergency department for unrelated reasons. Upon review, the atrial lead exhibited loss of capture. X-ray imaging showed that the lead had dislodged. The atrial lead was capped and replaced on (B)(6) 2025, and the patient status was noted as stable.